Event description:
A malfunction alarm, specifically malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccur.